Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, an occlusion alarm occurred. Customer's blood glucose was 185mg/dl. Reportedly, the customer cleared the alarm to address the issue.